Event description:
Revision surgery - the patient had an infection. The surgeon performed irrigation and debridement and removed the +8mm reverse shoulder prosthesis socket shell, 32mm standard reverse shoulder prosthesis humeral socket insert, and 32mm neutral gelnoid head with retaining screw.

Manufacturer narrative:
The cause of this revision surgery on (B)(4) 2012 was due to an infection. The original surgery was performed on (B)(4) 2012. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the components involved were examined. A review of the sterilization records show that the reported devices all received adequate 25-40 kgy gamma radiation sterilization dose and were within their respective expiration dates at the time of the original surgery. A review of the device history record, product complaint report database, and sterilization records show that the reported components used in the original surgery met sterilization, design, and manufacturing requirements. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The surgeries took place seven weeks apart so there is a chance that the patient may have contracted the infection while still in the hospital ((B)(6)). It is also possible that the patient did not adhere to post surgical instructions. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that if the patient was suffering from an infection it was not the result of a product or manufacturing process defect.